Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and insulin pump had motor error. The customer¿s blood glucose level was 430 mg/dl. The customer was treated with manual injection. Customer stated that pump was not exposed to a high magnetic field and drive support cap was normal. Customer was able to clear the alarm and able to rewind the pump. Customer was performed displacement test and it was passed , manual prime were successful. The insulin pump will not be returned for analysis.